Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that pairing failure occurred on (B)(6) 2024 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed due to no damage. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of pairing failure is reportable based on could not confirm pairing issue. However, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).